Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt underwent a trial scs implant procedure. It was reported the lead was pulled out of the packaging and the lead/stylet was bent. The physician attempted to implant the lead but was unable to steer it due to the issue. The lead was discarded and a second lead was opened and implanted without issue.